Event description:
It was reported to manufacturer that the vns patient was seeking to have the device explanted as she reported lack of efficacy with the device, and there is a need for an MRI. Further follow up with the treating physician revealed that the patient had one week that was notable "free from depression" about a few months after vns therapy began. But over time, the patient never had a notably positive response to vns. The patient is seeking to have an MRI for other conditions not related to vns and since considered a treatment failure, the patient is requesting to have the device removed. The physician stated that the patient was considered a good vns candidate, however ended up a non-responder. Additionally, several setting changes were made to attempt to achieve efficacy. The physician stated that diagnostics were never performed during the time of implant to confirm proper device function. The implant card was reviewed and the lead impedance was marked ok indicating normal function at time of implant. Due to lack of recent diagnostics, a device deficiency cannot be ruled out as a contributory factor to the lack of efficacy, therefore no conclusion can be drawn. Explant surgery is likely.